Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose over 500mg/dl with moderate ketones, nausea, vomiting, polyuria, polydipsia, and abdominal pain. The patient was taken to hospital and treated with uv fluids and insulin injection. During troubleshooting, customer support found that the pump was not delivering the basal rate as it was programmed: basal history does not match active basal program. This complaint is being reported as the patient experienced hyperglycemia related to the inaccurate delivery.

Manufacturer narrative:
Follow-up #1: date of submission 9/2/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: no defect was found. The bb shows repeated auto off alarms after which the deliveries were resumed . Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates..#5. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No eaw¿s occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.